Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that there is no display when the device is powered on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that there is no display when the device is powered on. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The cause of the reported issue of no display was defective user interface pcb assembly. The issue was resolved by replacing the ui pcb assembly and all other pcbas due to configuration limitation. The device passed functional and performance testing and was returned to the customer. Stryker further evaluated the replaced part at the product analyses center (pac) and the cause of the reported issue was determined to be the faulty integrated circuit u2, part of the a05 on user interface pcb assembly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that there is no display when the device is powered on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.